Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d4 model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer board ribbon cable had seating issue. A field service engineer turned off machine, reseated drawer board ribbon cable and went to hardware test application in which everything passed. Customer successfully recovered and load med to app. Proactive check was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.